Event description:
It was reported that prior to implant, the pre-implant interrogation revealed that the device was at rrt (recommended replacement time). It was noted that the company representative received the device within about one week prior to use, and that in that time the device was not exposed to temperatures colder than 2 degrees celsius. The device was not used and another device was successfully implanted. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).